Event description:
Reporter stated that the lancet did not fully retract inside of the lancet device, which resulted in an accidental finger-stick. Reporter indicated that no medical intervention was performed or sought. Technical support requested the return of the suspect product and replacement product was shipped.